Event description:
The customer claim the alarm has power but no alarm tone when pressure is off the pad. There was no patient incident or injury.

Manufacturer narrative:
(B)(4) - alarm, failure to. The product has been requested to be returned but has not been received. (B)(4).